Manufacturer narrative:
Patient has a history of hypertension, hyperlipidemia, and diabetes, chf, previous mi, pad and previous pci. Index procedure was prompted by stable angina. The investigator assessed that the previously reported stroke events were not related to the study stent. Patient recovered from the strokes.

Manufacturer narrative:
The resolute integrity was implanted in the rca. Cec adjudicated that both cva events were not related to the study device.

Manufacturer narrative:
(B)(4)

Event description:
During index procedure the physician implanted a resolute integrity drug eluting stent. Approximately 3 weeks post the index procedure the patient suffered a cerebral infarction. Approximately 5 months post the index procedure the patient suffered a cerebral lacunar infarction in the right caudate nucleus, and the patient was admitted to the hospital. The administration of lovastatin was performed and the patient was discharged approximately 10 days later with mild paralysis symptoms. An ischemic stroke was determined for both events. Cec have adjudicated both events as stroke, ischemia.